Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the er320 device was returned with a malformed clip sideways fed and jammed in jaws. In an attempt to replicate the reported incident, the clip was removed and the device was tested for functionality. Upon testing, the device was cycled, fed, retained and formed the remaining 17 clips as intended. The reported event could not be confirmed as the device was found to be fully functional. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, there were misformed clips. No patient consequences reported. Procedure was completed with same like device. No further information is available.